Manufacturer narrative:
As reported in the korean j radiology. 2010 mar-apr; 11(2): 156-163. Published online 2010 february 22. Doi: 10.3348/kjr.2010.11.2.156. "Use of self-expanding stents for the treatment of vertebral artery ostial stenosis: a single center experience," after deployment of a 5x30mm precise stent, a second stent was required because of the misplacement of the first stent. The main cause of misplacement was distal jumping of the stent, thereby failing to cover the most stenotic portion of the lesion, which was at the ostium. The (B)(6) male was admitted with an acute infarction and a 91.4% stenosis in the ostium of the right vertebral artery (va). The parent artery diameter was 3.5mm. The lesion was not pre-dilated. The residual stenosis was 6%. The precise rx is not indicated for use in the vertebral artery. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Information reported that there was no acute in-stent thrombosis in any of the subjects at the completion of the procedure and no neurological abnormalities. It was reported that there was no significant in-stent restenosis in any of the case studies, which in this case was performed 8.1 months after the index procedure. With discussion of factors related to the treatment of ostial va lesions, the author refers to the continuous mobility of the subclavian and va junction as well as the hemodynamic complexity of the acutely angled junction between the larger subclavian artery and the smaller va. The device remains implanted and the lot number is not available; therefore a device history record review cannot be completed. Based on the available information although it is not possible to conclusively determine the root cause of the misplacement of the precise stent during treatment of the ostial va lesion, procedural factors including anatomy and vessel characteristics may have contributed. There is no indication that the event is related to the device manufacturing process; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
The information was received from the korean journal of radiology (2010 mar¿apr; 11(2): 156¿163) article ¿use of self-expanding stents for the treatment of vertebral artery ostial stenosis: a single center experience¿the product, precise pro rx, is not distributed in the united states; however, it is similar to the united states product, cypher sirolimus-eluting coronary stent.additional information will be submitted within 30 days from receipt. (B) (4).

Event description:
The information received indicated that the patient was admitted with acute infarction and a 91.4% stenosis in the ostium of the right vertebral artery (va). The parent artery diameter was 3.5mm. The lesion was not pre-dilated. After deployment of a 5 x 30mm precise stent, a second stent was required because of the misplacement of the first stent. The main cause of misplacement was distal jumping of the stent, thereby failing to cover the most stenotic portion of the lesion, which was at the ostium. The residual stenosis was 6%. Doppler ultrasound follow up was performed 8.1 months after the index procedure and revealed a mild degree (less than 30% of luminal loss) of intimal hyperplasia.